Event description:
On 07-oct-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose reported in the 500 mg/dl range, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted to the hospital on (B)(6) 2025, treated with IV insulin and IV fluids, and discharged (B)(6) 2025. The user recovered and no long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in dka and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported hospital admission and treatment with IV insulin and IV fluids. Engineering log review indicated repeated alarm 38 - insulin, consecutive stalled motor events prior to and on the reported event date, along with repeated occlusion alerts and resulting interruptions in insulin delivery. Device data confirmed persistent hyperglycemia on the reported event date consistent with insufficient insulin delivery. It was additionally reported that the user and caregivers were making multiple meal announcements to correct high glucose and were inconsistently following recommended use practices, which may have contributed to overall glucose instability; however, the repeated motor stall errors indicate a device-related pump issue was present. Based on available information, the event was attributed to interrupted insulin delivery associated with repeated motor stall errors, and the device was replaced after the event. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.